Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during basal. Customer's blood glucose was good. The customer was already on back up plan. The customer stated that the device wore in leather case. The customer stated that the device was not dropped nor bumped nor exposed to moisture. The customer was advised that the device needed replacement.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case at display window corners, battery tube threads, and minor scratched display window.